Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer changed the tubing and site multiple times and stated that by changing those supplies, the occlusion alarms were resolved. The customer's blood glucose level was over 200 mg/dl. At the time of the report, the customer's blood glucose level was 125 mg/dl. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.